Event description:
The following information was reported: that the balloon pulled through the sheath. The balloon seemed to be intact, access was maintained and a second mynxgrip (6f/7f) device was used and hemostasis was achieved successfully.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1408507) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.